Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a sudden rise on pacing impedance measurements, reaching high out of range values greater than 3000 ohms on the left ventricular (lv) channel. Technical services (ts) recommended programming enhancements. This device remains in service. No adverse patient effects were reported.